Event description:
Home healh aid getting pt out of bed to wheelchair using (electric). Battery powered hoyer - unit ceased working while pt up in air & unit would not, could not put pt down into wheelchair. MFR called. This particular unit not equiped to release with release valve. Rn & home heatlh aid centered pt over her bed - placed pillows under pt til chains on hoyer seat eased enough on hoyer seat to unhook [unit has no emergency release valve]